Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned. Visual and x-ray examination as well as electrical testing were normal.

Event description:
It was reported that the patient's right atrial (ra) lead was not capturing and was not sensing. The lead was explanted and replaced. The patient was stable throughout the procedure.